Manufacturer narrative:
Follow-up # 1 date of submission 3/20/2017 device evaluation: the device has been returned and evaluated by product analysis on 2/27/2017 with the following findings: during testing, it was observed that the pump powered up with lines in the display screen. The pump was opened and there was no damage to display connector or display flex cable and the display connect latch was secure. The pump had a failed display flex but the display was clear and legible when the failed display was replaced with a test display. Unrelated to the initial complaint, it was observed that the battery compartment had two cracks. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.